Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had scope communication error code b30. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned for inspection and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: endoscopic image cannot be displayed and lamp is easy to burn out. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Additionally, the endoscopic image cannot be displayed due to poor contact of connector, and the lamp is easy to burn out due to deposit on lamp. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.